Event description:
It was reported that during a lap cholecystectomy procedure, device failed to operate at the end of the case. Instrument error displayed on the generator. The standby button was pressed and the instrument failed again. Surgeon may have damaged the blade by coming in contact with a grasper briefly and using the instrument with the jaws closed (these both happened very briefly). No patient consequences. Case completed with cold scissors.